Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced but had difficulty crossing the lesion. After the device crossed the lesion,dilation was performed; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0x12mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 3mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The balloon was slightly bunched. The tip was damaged. The inner shaft within the balloon was buckled. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced but had difficulty crossing the lesion. After the device crossed the lesion, dilation was performed; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0x12mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.